Event description:
Distributor requested repair of an ambulatory infusion pump due to "occlusion pressure too low (4.4 psi)". No patient details were provided.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in "good" physical condition. There was no evidence of the reported problem in the event history log. A pressure switch test was performed and no problems were found. Further investigation found fluid ingression in the pump, as a result of improper user interface.